Event description:
An international distributor reported a service code on their customer's AED. They reported that this did not occur during patient use. Review of the log files from the AED identified that the service code would not clear with a manual self-test and thus the AED was requested to be returned so that it may be evaluated and tested.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.